Manufacturer narrative:
Section d4, d10, h3, h4: additional information. Manufacturer¿s investigation conclusion evaluation of heartmate ii l left ventricular assist system (lvas), serial number (B)(4). Confirmed the presence of pump thrombosis. Additionally, a specific cause for the patient¿s reported pump pocket infection could not be conclusively determined, and the reported elevations in pump power could not be confirmed, as no log files were submitted. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing, another segment measuring approximately 8.5 inches was returned, another segment measuring approximately 3 inches was returned, and a distal segment measuring approximately 26 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned detached from the pump. Approximately .5 inches of the sealed outflow graft was returned attached to the pump. The outflow graft bend relief was returned fully intact. A bend relief collar was returned detached from the pump. The outlet elbow was returned attached to the pump. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a small ring like thrombus situated on the cusp of the inlet bearing cup and around the inlet bearing ball. The thrombus showed evidence of laminated layering, indicating that it formed in the inlet stator over an undetermined amount of time. Examination of the proximal side of the outlet stator revealed a non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the thrombus did not initially form in the outlet stator. Although a root cause for the development of the thrombi could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated pump powers. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed thrombi, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the previous pump exchange was previously reported under MFR # 2916596-2016-01793. The mentioned initial driveline infection was previously reported under MFR # 2916596-2016-02370.

Manufacturer narrative:
Approximate age of device ¿ 2 years 7 months (the age is calculated from the date of implant to the event date). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had elevated pump powers and ldh with suspected pump thrombus. The patient had a pump exchange from heartmate ii (hmii) to heartmate 3 (hm3) on (B)(6) 2019. The hmii was the patient¿s second hm ii ¿ his original pump was exchanged related to short-to-shield. The second pump was then complicated by chronic pump pocket infection requiring daily IV antibiotics ¿ necessitating 90 minutes of daily travel to and from an infusion center. For this reason, the decision was made to exchange the hmii for a hm3 in hopes of curing the patient¿s infection, and removing all former hardware. The hmii had visible thrombus in the pump housing, and was returned for analysis.